Manufacturer narrative:
Based on information received following submission of the initial report, earlier reported event description of defective to be incorrect (labelled incorrectly as defective), hence the report does not qualify as a complaint. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating that the lens was incorrectly labelled as defective and there was no issue or defect with the lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of defective lens. Additional information was requested.